Event description:
The customer reported to philips healthcare that the heartstart mrx was "showing an x...failing checks". There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.